Manufacturer narrative:
Continuation of d10: product ID 978b1, lot# unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead product ID 978b1, lot# unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). Regarding the statement that the set screw had been advanced (resulting in the doctor having to back it out), the rep wrote that this was not the cause of the patient not feeling stim sensation, and was resolved. The rep wrote that the most likely cause of the setscrew issue according to the doctor was 'a bad lead. The rep reported that the cause of the patient not feeling therapeutic stim sensation was determined. Upon readmission to the or (a few hours later) that the patient's lead moved completely out of their sacrum. The patient was readmitted to surgery to explore the issue and it was determined that the lead and perc extension were fine and the lead was completely removed. Device replacement occurred. After the lead was replaced, the new lead moved out of place causing the same exact set of issues. The patient had in the new lead and perc extension and was not feeling any stimulation. The same troubleshooting steps were performed. The physician ordered x-rays and it was observed that the lead migrated out of place after the readmission to surgery. X-rays were taken upon closure of the skin to make sure that the lead did not migrate during the surgery. The rep was able to speak with the patient during surgery and connect into the "mytherapy" application and turn up the stimulation while the patient was prone. The patient felt the stimulation at 1.2 ma on program 2 and 3 in the vaginal area. The stim was then shut off so that the patient could be flipped over and brought into the pacu. When attempting to turn the stim on in the pacu, there was not stimulation, no sensation and max settings were reached on all seven programs. The pulse width and rate were adjusted and the impedances were within normal range. The rep later clarified the events as an abnormality where the tines would not stabilize in the tissue, as both times, the tines easily slid out of place immediately following surgery upon flipping the patient from prone to supine. The tines did not work at all.

Manufacturer narrative:
Product ID 978b128 lot# va29gwl implanted: (B)(6)2020 explanted: (B)(6)2020 product type lead product ID 3560022 UDI:(B)(4) ubd: 2022-06-02 product ID 978b128 lot# va29gwl implanted: (B)(6)2020 explanted: (B)(4)2020 product type lead product ID 3560022 UDI: (B)(4) ubd: 2022-06-02 h3: analysis of pli# 10 product ID# 978b128 the returned device passed all testing in the laboratory and no anomalies were identified. Analysis of pli# 30 product ID# 978b128 the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of both leads 978b128 (lot # va29gwl) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# va29gwl, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead product ID 978b128, lot# va29gwl, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978b1, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was being implanted with a lead for an advanced evaluation with an external neurostimulator. It was reported that the patient had an intra-op response at low thresholds, but post-op the caller was turning stim on and the patient was not feeling stim. They were getting 'max settings achieved' on the programmer. The caller was currently using contact 2/0 @ 1483 ohms 300usec 14hz and limit reached occurred at 5.6ma. Impedances all had 'green' next to them and they have tried all 7 programs, but the patient was not getting any sensation. However, the patient stated they did feel something in the pocket (caller and technical services believed this to be the location of the lead/extension connection) when settings were turned up to their limited maximum. They changed to contacts 3/0 and the limit was 5.5ma. The caller stated that during the procedure the set screw on the boot/perc extension was advanced, so doctor couldn't advance the lead. Which resulted in the doctor having to back the set screw out so that they could plug in the lead. Technical services could not offer much beyond what the caller has attempted. Technical services advised considering gently palpating the lead/extension site and running impedances.